Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion being treated was located in the non-calcified, non-tortuous proximal left anterior descending (lad) artery. The physician attempted to place a 3.50x16 liberte bare metal stent, but was unable to cross the lesion. When removing the stent delivery system the physician "felt the stent was somehow faulty on the balloon". When the device was removed, it appeared as if a spiderweb was on the end. The procedure was completed with a 3.50x24mm liberte stent. No pt complications were reported. Pt status reported as "ok".